Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would occasionally freeze and become unresponsive and was very slow and unresponsive. It could not be confirmed that the programmer was running hot and had an odor, however an overheating message was found in the logs. It was also confirmed that the system fan was noisy and that the keyboard was broken. It was also indicated that the stylus tip was loose but functional. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would occasionally freeze and become unresponsive, and also appeared to be running hot as an odor was noted. It was also reported that the programmer had long processing times during printing, a noisy fan, and a broken keyboard bay. The programmer was returned for service. No patient complications have been reported as a result of this event.